Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) was migrating towards the bladder. The reservoir was explanted and replaced. No patient complications reported.